Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, may 16, 2022. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty procedure, it was observed that the cuts were under-resected by 3mm on the distal cut while using the robotic-assisted solution satellite station. It was reported that the case was finished without any negative impact to the patient. The reporter stated that manual resection was performed for proper fitting. The device was being used with a base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the actual device was evaluated. The investigation showed that the bone arrays did not move prior to the resections from the verify check point steps. It was also shown that a second pass was created on the distal resection, and the check resection tool showed a resection accuracy within 0.0 mm and 0.5 mm afterwards. This is evidence that the blade skived away from the target resection plane and a second pass was used to correct for the skiving. There were no defects with the system or software observed during the investigation. The system and software performed as designed. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. The reported condition was confirmed. The root cause for this issue is most probably saw blade deflection. Factors that influence saw blade deflection are bone hardness and sawing technique.